Event description:
Customer reported that the clearlink valve was inadvertently disconnected from the groshong catheter while nurse was removing a 10 ml syringe after flushing pt's catheter after intravenous (IV) antibiotic therapy at the day surgery unit. Reporter stated that nurse was holding the finger grip area of the actual groshong catheter, and not the finger grip area of the clearlink valve when she removed the syringe. Reporter stated that pt developed shortness of breath after leaving the day surgery unit at 10:35 am. Reportedly, pt returned to the hosp and was seen in the e.r. By a physician at 12:20 pm the same day. Pt had shortness of breath and tachycardia in the e.r. Multiple x-ray films were taken to rule out pulmonary embolism and all turned out to be negative. Reporter stated that pt was hospitalized for observation, and eventually recovered and was discharged home. Reporter stated that pt was on IV antibiotic therapy for "endocarditis." Per reporter, surgeon was consulted regarding the removal of the groshong catheter who at that time determined that immediate removal of this catheter was not necessary. Further follow up with reporter revealed that the catheter was removed in 12/03. Reporter stated that according to the pt's attending physician the catheter was removed because the pt had completed 27 of 28 days of rocephin therapy for endocarditits. Reporter further stated that the surgeon did not feel that the introduction of air could have occurred passively due to the design of the groshong catheter. The reporter stated that the attending physician related the shortness of breath to chronic obstructive pulmonary disease (copd) exacerbation and that there was no injury as a result of the cap being inadvertently removed. Reportedly, the pt referred to an outpatient pulmonary rehabilitation for further follow up. Per reporter, the pt was discharged "in a good state" two days later.